Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed one clip as intended. In order to confirm the clips were within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. There were no patient consequences. Unknown how case was completed.